Event description:
It was reported that a gem 2.5mm flow-coupler was chosen for vein anastomosis in a diep breast reconstruction surgery. The surgery was completed and the pt taken to the recovery room. Upon being connected to the flow-coupler monitor in the recovery room, it was determined that there was no blood glow in the vein. The pt was brought back to the operating room and re-opened. The surgeon recognized that the vein was ruptured behind the flow-coupler ring. The surgeon removed the flow-coupler device and renewed the anastomosis by hand suturing. The surgeon reported this event added around 1.5 hours to the procedure. The surgeon stated this event did not harm the pt. No additional information is available at this time.

Manufacturer narrative:
The device history record was obtained and reviewed. One hundred percent visual inspection was performed on the probe tips. One hundred percent functional alignment testing was performed during the manufacturing process. On hundred percent visual inspection for broken or missing parts was performed. One hundred percent functional signal testing was also performed. The probe scabbard retention force test results were within specification. The lot passed visual and functional inspection. The released product met specification. Any factors of this pt's anatomy and surgical procedure and the influence on the outcome of this event are unk. The flow-coupler product stopped producing a signal, alerting the hospital staff that there may be a complication with the blood flow. It is unk if the flow-coupler product contributed to the tear in the vessel. At this time, no additional action will be taken. Post-market events for the flow-coupler product will continue to be monitored.